Event description:
Information was received indicating that during use of this smiths medical cadd prizm vip pump, under infusion was noticed. No patient consequences were reported. No adverse effects were reported.